Manufacturer narrative:
Insulin pump powered up properly after battery installation however was unable to complete the boot up process due to blank/frozen display, fault isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer also reported that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was 98 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer also stated that they received flashing and vibrating display. Customer reported that the scroll bar was not moving with no input. The customer also reported that they felt vibrating display on his pocket. The customer stated that the buttons did not work on screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated that the spring was neither damaged nor corroded. The customer was unable to do self test. The insulin pump will be returned for analysis.